Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension, and an aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, an endoleak (indeterminate origin), and a sac growth was identified following a computed tomography (CT) scan. A re-intervention has been scheduled to treat the patient. The patient status is reported as being stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the bifurcated stent graft is confirmed. This is consistent with the reported adverse event/incident. The sac growth is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest off-label use of a vela infrarenal proximal extension in the right common iliac artery. The most likely causation for the type iiib endoleak is user related due to the use of a vela infrarenal proximal extension in the right common iliac artery. The final patient status was reported as being well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: h6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension, and an aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, an endoleak (indeterminate origin), and a sac growth was identified following a computed tomography (CT) scan. A re-intervention has been scheduled to treat the patient. The patient status is reported as being stable. Additional information: a successful re-intervention was completed with the implant of an afx2 bifurcated stent graft and a vela suprarenal stent graft extension. Additionally, clinical review identified the use of a vela infrarenal proximal extension in the right common iliac artery outside the indications for use (off-label).